Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he experienced a hypoglycemic event. He had a high blood glucose reading of 250 mg/dl and treated with the insulin pump, and then had a low blood glucose 35 mg/dl. The customer drank a soda. He declined troubleshooting. The insulin pump was not replaced or returned for analysis.